Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer went to sleep with the pump battery at 85%. The pump was off when the customer woke up. After connecting the pump to a power source the pump was able to be turned on and the battery gauge displayed 5%. Review of pump data by tandem technical support showed the pump battery dropped from 85% to 4% within approximately 5 hours. There was no impact to the customer's blood glucose level. It was indicated that the customer would continue to use the pump until the replacement pump was received.